Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had false downstream occlusion alarms identified during priming¿ was confirmed in the event history/error logs, and during functional testing. The downstream occlusion sensor (dso) was calibrated and the device primes without alarming. All functional tests passed within specification. The probable cause was the dso out of calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had false downstream occlusion alarms identified during priming.